Event description:
It was reported that pump displayed malfunction alarm malf 0 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully turned pump back on, resumed insulin delivery, and was advised to continue using pump and call back if malfunction recurred.